Event description:
Information was received confirming that the patient's magnet and autostim output currents were programmed to the same value, which confirms that the device disablement with error code 10 was due to burst watchdog timeout. Internal investigation revealed that this issue was related to an unintended design issue within the firmware, which allowed a few additional seconds of stimulation (on time) to accumulate enough to trigger the burst watchdog timeout event when certain conditions were met involving autostim and magnet modes. The magnet output current was increased to be greater than the autostim output current and the issue resolved. No additional relevant information has been received to date.

Event description:
It was reported that upon interrogation, vns disablement due to error code 10 was seen for the patient's generator. The generator was noted to be an m106 sn <80000, which indicates that the generator could be affected by the burst watchdog timeout (bwt) error. Bwt occurs when the autostim output current is set to a value greater than or equal to the magnet mode output current, and the magnet is repeatedly applied. Attempts for additional information have been made; no additional relevant information has been received to date.